Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for stress urinary incontinence on (B)(6) 2015 and mesh was implanted. The patient experienced midureteral mesh exposure which was partially removed five months later. The patient is doing well and there has been no recurrence of incontinence. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.